Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter's pump is not giving her insulin. The mother stated that they had a bent cannula twice already. The customer stated that she believed that the pump is not giving her insulin because her sugar goes sky high. The customer stated that the doctor is having a hard time figuring out her insulin. The customer stated that she gave herself about 3-4 shots a day. The customer declined to troubleshoot for the pump.